Event description:
Unomedical reference number (B)(4). Event occurred in the united states. The patient reported that the infusion set's tubing came apart at the quick release site while the patient was sleeping. This issue occurred twice, and the patient's blood glucose level was reported to be above 350 mg/dl. The site location was on the left side and the pump was not connected to his body. The infusion had been in use for two days and the infusions were not stored, or used, in a place where they might have been exposed to extreme temperatures and humidity. The patient was unsure whether there was stress or pull on the tubing and the pump was not dropped with the set connected to the patient's body. Upon investigation, it was found that the tubing was detached from the tubing connector. No further information available.